Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: va1p8cv021, ubd: 21-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient came into the clinic stating his pain symptoms had returned and he could only feel stimulation below the knees. The rep reported that the patient had multiple falls over the winter that could have contributed to the issue. The rep reported that the hcp took an x-ray when the patient came in and saw that the leads had migrated down. The rep reported that one lead had migrated down 4 vertebral bodies and the other 2. The rep reported that both leads were removed and replaced. The issue was resolved. No further complications were reported.